Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot # n122105240022) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 3 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument was found with the cable sheath of the instrument tip pulley severed. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: the issue was detected during the washing process and the clamp was functional during the procedure. It was used for a short period of time. The broken cable was black, the insulation was damaged and the conductor wire was exposed. There were no complete break of the cable or it was frayed. No thermal damage at the location of the wire break. It is unknown if there was loss of cautery. It is unknown if the instrument collided with another instrument or tool during the procedure. No arcing was observed. The surgeon did not notice the severed cable during the procedure.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.